Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci-assisted tongue base resection procedure, a cable at the end of the permanent cautery spatula instrument was found to be broken. The issue was identified after removing the instrument from the system. No fragments fell inside the patient as a result of the reported event. The procedure was completed with no patient harm, adverse outcome, or injury reported.